Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a knife was used to perform the incision during a cataract surgery. When a deformity was noted on the blade, an alternate knife was obtained in order to proceed and complete the cut. There was no impact to the patient.